Event description:
Bayer case number: (B)(4). Migration of an essure sterilization device [device migration], debilitating pelvic pain [pelvic pain female], contact bleeding documented [coital bleeding], dyspareunia [dyspareunia], which was a direct result of device-related trauma/I suffered physical trauma [device induced injury]. Case narrative: the below report was received by health authority mhra (reference number: (B)(4) on 09-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of an essure sterilization device") in a 54-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009 she experienced pelvic pain ("debilitating pelvic pain") and coital bleeding ("contact bleeding documented"). Essure (ess205) was removed on (B)(6) 2026. On unknown date she experienced device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia") and injury associated with device ("which was a direct result of device-related trauma/I suffered physical trauma"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered coital bleeding, device dislocation, dyspareunia, injury associated with device and pelvic pain to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2025: confirmation of device migration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Migration of an essure sterilization device [device migration]. Debilitating pelvic pain [pelvic pain female]. Contact bleeding documented [coital bleeding]. Dyspareunia [dyspareunia]. Which was a direct result of device-related trauma/I suffered physical trauma [device induced injury]. Case narrative: the below report was received by health authority mhra (reference number: 2026/003/008/501/001, 38752501-aicxml and 2026/003/013/601/048) on 09-mar-2026. The most recent information was received on 20-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of an essure sterilization device") in a 54-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, she experienced pelvic pain ("debilitating pelvic pain") and coital bleeding ("contact bleeding documented"). Essure (ess205) was removed on (B)(6) 2026. On unknown date she experienced device dislocation (seriousness (B)(6) hospitalisation and intervention required), dyspareunia ("dyspareunia") and injury associated with device ("which was a direct result of device-related trauma/I suffered physical trauma"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered coital bleeding, device dislocation, dyspareunia, injury associated with device and pelvic pain to be related to essure (ess205) administration. The reporter commented: following the confirmation of device migration via CT scan on (B)(6) 2025, I underwent surgical intervention at (B)(6) area hospital for the total removal of the migrated essure coils. Additionally, I have requested that a 'critical clinical alert' be added to my encompass/my care file to flag my anti-e antibody status for future transfusion safety. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2025: confirmation of device migration and provided definitive proof the device was no longer in the fallopian tube. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.